Manufacturer narrative:
The reported event of a bent terminal pin resulting in inability to connect a lead to a device header was confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position and it was clogged with dried blood and tissue. A visual inspection of the lead revealed that the connector pin was bent. The cause of the reported event was due to bent connector pin consistent with procedural damage.

Event description:
During an implant procedure, the right atrial (ra) lead was unable to be connected to the header. Upon further review, the terminal pin of the ra lead appeared to be bent. The lead was explanted and replaced to resolve the event and the patient was in stable condition.